Event description:
Us complainant reported that the automated impella controller experienced a purge disc/flag issue. No clinical details regarding resolution or patient involvement/condition were provided.

Manufacturer narrative:
The impella device was returned and evaluated. The cause of the issue was broken purge disk retainer.